Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. On (B)(6) 2025 the patient reported some pain at the incision site and was seen in the medical clinic for suspected infection. The physician drained the wound and was took cultures, which returned positive for mrsa. While awaiting the results of the culture the patient was treated with antibiotics with no improvement. After receiving the results of the culture, the physician chose to remove the system. A full system explant was performed on (B)(6) 2025 due to the presence of mrsa bacteria.

Manufacturer narrative:
The symptoms of infection were only present at a single incision site. The lab cultures confirmed presence of mrsa bacteria. Source of the bacteria is unknown however it is commonly found on the skin or nose and may be introduced into the body through non-intact skin such as a surgical incision during bandage changes or other wound care. Normal incubation period is 4-10 days and the patient reported symptoms more than 30 days after implant, seeming to indicate that the implant itself and the surgical procedure are not the likely source of the bacteria.